Event description:
Boston scientific received information that this patient exhibited a fast ventricular rhythm. The rhythm initiated in the vt-1 zone, and accelerated into the vt zone, where anti-tachycardia pacing (atp) was delivered. The atp resulted in the arrhythmia slowing into the vt-1 zone which there was no programmed therapy available. The arrhythmia once again accelerated into the vt zone where atp was once again delivered. The atp then accelerated the arrhythmia back into the vf zone where shocks were delivered and successfully converted the patient's arrhythmia. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.